Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the maryland bipolar forceps instrument sparked a ¿fire¿ and had burnt the plastic on it. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was only with one instrument. It was unknown if the maryland bipolar forceps instrument was inspected prior to use. The thermal damage was first observed intraoperatively. There was no patient injury or harm.

Manufacturer narrative:
Based on the claim against the product by the customer noting sparking issues on the maryland bipolar forceps, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Isi has not received the product involved with the alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: the maryland bipolar forceps instrument appears to have thermal damage to the bipolar yaw pulley at the base of the grip. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the maryland bipolar forceps instrument sparked and exhibited signs indicative of thermal damage. At this time, it is unknown what caused the thermal damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.